Event description:
Pt reports pump had an error (serial number and maintenance due date not provided) code but wouldn't say what. Unknown if pt missed dose or had an interruption to therapy. Pharmacy replaced pump. Return material sent for pump associated with event. Availability of pump is dependent on pt returning. No adverse event(s) reported due to product issue. No further info.